Manufacturer narrative:
(B)(4).

Event description:
It was reported "this procedure required pulmonary isolation, a left-sided double-lumen bronchial catheter was to be inserted, and when a tracheal sleeve tightness test was performed, a leak was seen in the main sleeve, and the double-lumen bronchial catheter was replaced, completing the procedure without actual injury to the patient." No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "this procedure required pulmonary isolation, a left-sided double-lumen bronchial catheter was to be inserted, and when a tracheal sleeve tightness test was performed, a leak was seen in the main sleeve, and the double-lumen bronchial catheter was replaced, completing the procedure without actual injury to the patient." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.